Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled device change out procedure. During the device change out, the physician had difficulty removing the ventricular lead from the device header. It was suspected that the setscrew was stripped. After multiple attempts, the lead could be removed from the header. The device was successfully explanted and replaced. The patient was in stable condition before, during and post surgery and would continue to be monitored.